Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. The returned device was evaluated and the monitor passed all evaluation tests. Returned therapy cable could not be tested due to shock delivery and gel deployment which confirms that the therapy cable functioned as expected. There was no observed damage and all gel was deployed during the event. Evaluation evidence indicates wcd detected a shockable rhythym inappropriately. Patient was fit and trained prior to initial use, including the use of the heart alert button to cancel the shock. However, patient heard the alert but did not cancel the shock using the wcd heart alert button.

Event description:
Customer care called the patient after a shock delivered notification on customer support helpline queue and was able to reach the patient's caregiver who stated they had already called 911 and that the wcd "shocked the patient". Carestation event log was reviewed and there was one tachy-untreated episode and one therapy shock delivered episode recorded. Emts arrived at the scene while the customer care was still speaking with the patient's caregiver. The patient was washing up when the shock alert was heard and the patient caregiver stated that the patient forgot to divert the shock alert. Emts checked the patient who refused transport to the ER. The reported injury was not life-threatening, did not result in permanent damage, or necessitate medical intervention to preclude permanent damage. However, an undiverted shock to a conscious patient could result in serious injury.